Event description:
The physician has assessed the cause of the increased seizures is due to low battery and that the levels are back to pre-vns baseline levels. Patient is referred for a battery replacement. This event meets the limited investigation criteria for a previous historical data analysis that concludes that patient physiology contributed to the event. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received indicating the patient had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Explant facility pathology department has reported that they did not receive the device. It is concluded the device has most likely been discarded. No other relevant information has been received to date.

Event description:
Patient's father has reported that patient is experiencing increased seizures that magnet mode therapy will not abort. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any"defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.